Event description:
It was reported that the device operator attempted to use the device on a patient. On the first attempt, the device failed to delivery energy. The device operator noted that the therapy cable was loose in the therapy connector socket and the message "connect electrodes" appeared. On the second attempt, the defibrillator charged and delivered energy; however, the patient was not resuscitated.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The root cause was determined to be due to an intermittent connection of the therapy cable to the device therapy cable connector. The therapy cable and the device therapy connector assemblies were replaced and the device was returned to the customer. A clinical review of the reported event determined that the device use did not impact the patient's outcome, as effective defibrillation was provided. After the shock and for the remainder of the case. The ECG showed pulseless electrical activity (pea) and the care giver documented no pulse. Repeat defibrillator was then not indicated based no ECG.